Event description:
It was reported that 8 weeks post a hammer toe procedure, the pt had pain and the wound was sore and had pus. Surgeon tried to remove the pin in the clinic, but could not. He removed it in the operating room in 2007, along with the ar-4151ds also implanted. It is unknown if a culture was performed. The pt was treated with antibiotics and released home after add'l intervention. This is one of two reports submitted for this event. This device is used for treatment.

Manufacturer narrative:
No issues were found with the sterilization of this lot. This is the first complaint of this nature for this part/lot combination. The customer did not indicate the type of infection found in the pt. Infection reports are typically related to a nosocomial infection, not a product related issue. A definitive conclusion, however, could not be determined from the info available.